Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech. Called with error pop up on 8120 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: tech. Called in for help resolve error code 5-13-1504 on pca unit, she was running the pm test on unit once she was at the last task she remove the unit before it could finish the pm test, try to connect unit back and the error came up also try to run pm test again unable to soon as she connect the pca error comes up tech will send unit in for services repair transfer call to ian in services repair. Tech. Thank me for my assist. (B)(4).